Event description:
The customer reported via phone call that the insulin pump alarmed motor error during priming. The customer's blood glucose 160 mg/dl. The customer explained that they were unable to fill the tubing manually. The customer was advised to perform a complete set change. The customer was advised to deliver a 5 unit via fill cannula and received the motor error alarm again. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.